Event description:
Event description guidant received information that during a valve replacement procedure this cardiac resynchronization therapy defibrillator (crt-d) was deactivated with a magnet. Following the surgical procedure the magnet was removed so that detection could be initiated for detection of ventricular fibrillation (vf). The device failed to detect and deliver critical therapy and patient required an external shock. Upon interrogation the device was at end of life (eol) and had a charge timeout fault code.